Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. The foreign material was believed to be limescale that was attached to the water tank, there were white stains. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, due to clogging of the nozzle no air or water was fed, the adhesive around the objective lens was peeled, the connecting tube had a dent, the protector of the video cable section had a cut, the suction cylinder was shaved, and the following had a scratch; the bending section cover, grip, universal cord, protector of the universal cord on the suction connector side, scope cover, video cable, video connector, video connector case, light guide connector, control unit, switch box, right/left knob, up/down knob, forceps elevator knob, and the forceps elevator lever. Additionally, the following had discoloration; the connecting tube, scope cover, grip, universal cord, light guide connector, switch box, control unit, up/down knob, forceps elevator knob, forceps elevator lever, and the right/left knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a clogged nozzle tip. The issue was found during inspection for use for an unspecified diagnostic procedure. The intended procedure was completed and there was no delay. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.